Event description:
A corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure in 2008. According to the complainant, after one week in use the right angle feeding tube leaked from the y-port. It is unk if the "leakage" was nutrition, or backflow of stomach contents. The device was replaced with a difference device (product and MFR unk). No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.